Manufacturer narrative:
The serial number of the cobas® liat® analyzer is (B)(6). The affected run data could not provided for review and analysis. The reagent investigation did not identify a systemic product problem. The exact root cause of the issue remains unknown.

Event description:
There was an allegation of questionable sars-cov-2 result for a patient sample using cobas® sars-cov-2 & influenza a/b for use on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a/b). The same sample was repeated on a competitor assay (genexpert) and was negative. The repeat result was deemed correct, and the patient's result was reported as negative.